Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included, no additional patient information was available.

Event description:
The customer reported falsely elevated magnesium result generated on the architect c4000 analyzer for 2 patients. Results were not reported to medical provider. The following data was provided for one patient. Initial result = 0.4 mmol/l, repeat results = 0.8 mmol/l the customer uses reference range: 0.74-1.07 mmol/l. No impact to patient management was reported.

Event description:
The customer reported falsely elevated magnesium result generated on the architect c4000 analyzer for 2 patients. Results were not reported to medical provider. The following data was provided for one patient. Initial result = 0.4 mmol/l, repeat results = 0.8 mmol/l the customer uses reference range: 0.74-1.07 mmol/l no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, it was determined that this ticket was created under the incorrect likely cause architect c4000 processing module, ln 02p24-40, sn# (B)(6). A new ticket was created under the correct likely cause, architect c4000 processing module, ln 02p24-40, sn# (B)(6). MDR number 3016438761-2026-00062 has been submitted and all further information will be documented under that MDR number.